Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device began to give multiple "relax pressure on blade" error messages; this was happening even with gentle use. The "relax pressure on blade" error then appeared even when the jaws were open and began to activate without the buttons being operated. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for: "device began to give multiple "relax pressure on blade" error messages; this was happening even with gentle use. The "relax pressure on blade" error then appeared even when the jaws were open and began to activate without the buttons being operated". The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. No continuous activation occurred during any functional testing. The instrument was disassembled and no evidence was found as to what could have contributed to the continuous activation issues. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.